Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
During an ICD replacement procedure, it was reported that when connecing the svc coil lead, the physician was not sure if the connector was completely inserted. So, the doctor removed the svc coil connector but the screw did not go back.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During an ICD replacement procedure, it was reported that when connecting the svc coil lead, the physician was not sure if the connector was completely inserted. So, the doctor removed the svc coil connector but the screw did not go back.